Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported injecting a patient with a syringe of juvederm ultra in the jaw using the packaged needle. During injection, there was a needle disengagement. There were no injuries.

Event description:
Healthcare professional reported injecting a patient with a syringe of juvederm ultra in the jaw using the packaged needle. During injection, there was a needle disengagement. There were no injuries.

Manufacturer narrative:
Lab analysis of the device found 1 empty syringe of 0.8ml received without cap nor needle. No defect observed.